Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The evaluation and review of the device logs confirmed the occurrence of error message sf148 and the logs also showed the occurrence of system fault sf82 indicating an invalid hac response alarm. Internal inspection revealed water damage to the pneumatic block. Based on all evidence and previous investigations of similar complaints, the investigation determined that system faults sf148 and sf82 were most likely due to water ingress in the pneumatic block. The pneumatic block was replaced to address this issue. Review of the device logs also revealed the occurrences of system faults sf75 and sf218 indicating a pneumatic block software not calibrated alarm and main board error. The investigation determined that sf75 was due to a failed software upgrade and sf218 was triggered as a result of sf75. The investigation determined that these system faults were due to a failed software upgrade. The software was reinstalled to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) indicating a main blower failure due to over temperature. The device was not in use when the fault occurred; therefore, there was no patient involvement.